Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 341 mg/dl, 38 mg/dl, "hi mg/dl", and 101 mg/dl. The "hi mg/dl", which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The suspect device was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.